Event description:
The clinical report indicates the access port was explanted and replaced due to access port leakage. Subsequently, revision surgery was performed due to pouch dilatation and reflux.